Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an elective replacement indicator. There was not an allegation of dissatisfaction with the implantable neurostimulator longevity. The pain in the patient¿s back worsened about 6 months prior to the report, so she began having injections, but the injections made the pain worse, so she stopped. Additional information received from the patient reported that their device had reached an end of service (eos) battery status. The patient¿s implantable neurostimulator (ins) was off/disabled and no longer providing therapy. It was reported that the patient was getting the eos error message and their ins wasn¿t working at all. The patient stated that it wasn¿t working for their symptoms and they have worsened. It was noted that the symptoms began worsening about 5 or 6 months prior to the date of this report and the patient had been getting injections. There was no allegation or dissatisfaction with the ins longevity. It was noted that the patient¿s device reached eos a couple of weeks prior to the date of this report. The patient was to follow up with their managing healthcare provider (hcp) to schedule a replacement surgery. It was further reported that the patient was having issues with their programmer. The patient stated that issue resolved when they changed the batteries. Indication for use is spinal pain. Additional information was received from a healthcare provider (hcp). It was reported that the patient's device was having some issues with turning off and on sporadically . The patient's battery had reached end of life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.